Event description:
It was reported that two (2) exactamix 500 ml eva tpn bags had foreign matter in an unspecified location. This was noticed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4: the lot was manufactured between may 25-26, 2023. H11: two (2) devices were received for evaluation. Visual inspection was performed and particulate matter was not identified. Further inspection was performed with led lighting and no particulate matter was identified; the returned samples met specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.